Event description:
It was reported by service report that the footboard display was not lighting up causing scale and bed exit to be unavailable. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board.